Event description:
Device interrogation at office visit revealed that device normal mode output current was set to oma instead to a 0.75ma as prescribed. The pt's device was reprogrammed to the prescribed setting. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. User error during previous office visit seven months prior is suspected to be the cause of the inadvertent change in device settings. No clinical adverse event was reported in conjunction with the suspected programming anomaly.

Event description:
Further follow-up revealed that epileptologist could not establish communication with the pt's device. Two different programming wands were used and communication was still unable to be established. Battery life estimate using device programming history revealed that the generator is most likely at end of service. The pt is scheduled for generator replacement due to suspected end of service. Epileptologist reported that the pt has experienced a slight increase in seizures; however, the increase is not an increase above the pt's pre-vns baseline frequency.